Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s parent reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2018 with blood glucose of 1200 mg/dl. The customer also report the blood glucose was over 600 mg/dl. The customer experienced symptoms such as nausea and vomiting. The customer also state stomach pain and urge to throw up. The customer was treated with manual injection. The customer was treated with insulin drip in the hospitalization. Customer report customer does not allege pump was under delivering. The insulin pump will not be returned for analysis.